Event description:
A customer contacted beckman coulter inc. (Bci) stating they had a leak of yellow fluid from an unknown source coming from the hydro area on the synchron cx9 alx clinical system. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and removed the obstruction from the waste float and cleaned the waste system with bleach.